Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was unable to connect with the programmer and recharger. There was a poor communication screen on the programmer and reposition antenna screen on the recharger. The last time the patient felt stimulation was a week and a half ago, however it was later noted that the device died on the morning of the report. The last successful recharging session was about 2 weeks ago. The patient was in the hospital and was playing around with the programmer to activate MRI mode. The patient had a CT scan about 2 weeks ago and confirmed that it was on (B)(6) 2016. The patient did not turn the device to 0v and turn it off for the CT scan. It was also noted that the implant was moving around.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.